Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified common femoral artery. A 6.0x40,135cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however the balloon ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.